Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).

Event description:
The iab was inserted into the pt on 10/30/97. On 11/4/97, the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted. On 12/8/97 it was reported that blood was noted in the tubing and pumping was stopped after the dr was called. [Event complications]: none from the event-reported 11/4/97; none-rpt'd 12/8/97. [Pt's current status]: pt in or for CABG; 12/8.